Manufacturer narrative:
This device remains in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient had been seen in (B)(6) 2020 and the longevity remaining was about ten years. At the most recent follow-up, however, the longevity remaining decreased to about five years. The patient was reported to have anxiety related to the device rapid depletion and potentially need a device replacement procedure. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. Additional information was received, stating that the revision procedure has not been scheduled or performed at this time. The patient will be continue to monitor via latitude remote patient monitoring system. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, power consumption of 145%. Remaining longevity decreased four and a half years within eleven months follow ups. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Patient experienced anxiety as a result of the event, no medication needed. The device was remotely monitored every three months as long as possible in order to postpone replacement procedure. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported. Customer comments: physician very concerned of battery behavior in proponent devices, requests to be able to print battery details from programmer as well as a shortcut to view battery details on remote monitoring program. Also, requests to have an alert detecting increased energy consumption.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient had been seen in (B)(6) 2020 and the longevity remaining was about ten years. At the most recent follow-up, however, the longevity remaining decreased to about five years. The patient was reported to have anxiety related to the device rapid depletion and potentially need a device replacement procedure. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. There were no patient complications or adverse effects reported.